Event description:
It was reported by the customer that bd max¿ system, bd max¿ instrument was giving false positives for the shigella target. This customer stated several runs were effected; there was no patient impact reported. The following information was provided by the customer, "suspicion of false positives since june 2 with test 442963 on several runs for the shigella target. Curves that rise at a fairly late cycle (around 35.5) and we do not see the plateau."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd max¿ system, bd max¿ instrument was giving false positives for the shigella target. This customer stated several runs were effected; there was no patient impact reported. The following information was provided by the customer, "suspicion of false positives since june 2 with test 442963 on several runs for the shigella target. Curves that rise at a fairly late cycle (around 35.5) and we do not see the plateau."

Manufacturer narrative:
H.6 investigation summary: a failure of a false positive was reported on a max instrument (p/n 441916, s/n (B)(6). Bd field service suspected contamination and requested the log files for review. A decontamination procedure was provided to the user. After review, bd field service determined that the issue was resolved and the instrument was functioning in working order. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) was reviewed and revealed no previous complaints related to false positives. The root cause was attributed to contamination. Bd quality will continue to closely monitor for trends associated with this complaint.